Event description:
It was reported that during a laparoscopic colon procedure, the device fired normally. But after the firing, the head could not be removed from the device. The involved head had to be resected. The pt was given an anus praeter. Additional info provided: the surgeon stated that the use/handling of device was as always, nothing was noted in regard to the instrument head/anvil head. Anus praeter is an artificial anus, this one is temporarily. Pt is o.k. So far. Pt has normal weight.

Manufacturer narrative:
Date sent: 07/29/2009. Eval summary: the analysis results found that the cdh29 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional info needed. A batch record review was performed and no anomalies were found during the manufacturing process.